Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (check te pad messages) has been confirmed. The cause for the failure was isolated to q1 on ECG d pulling down the belt_discharge voltage. The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged electrode belt.